Manufacturer narrative:
The insulin pump passed the displacement test, self-test, unexpected restart error test and basic occlusion test. All operating currents are within specification. The off no power alarm functions properly. No motor error alarm noted. Analysis was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold).the insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor passed motor test. The insulin pump had a scratched display window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a motor error alarm. The blood glucose at the time of the incident was 260 mg/dl. The customer states the motor error is reoccurring and been experiencing high blood glucose. Troubleshooting was performed and the insulin pump was able to rewind the pump. The device will be returned for analysis.